Event description:
The customer reported that the companion 2 driver was making noises described as the sound the compressors made when they are activated. The noise occurred off and on while the driver was connected to the external hospital air source. The customer also reported that the driver did not exhibit any alarms, but the patient was switched to the backup driver because the noise was irritating to the patient. There was no adverse impact to the patient. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.